Event description:
A pt with tubulovillous adenoma (confirmed by pathology of large unresectable 2.5 cm sigmoid colon polyp which was biopsied during colonoscopy) had uneventful laparoscopic anterior resection surgery in 2009 with mobilization of splenic flexure. End to end anastomosis was created with the car27 device 15 cm from the anal verge. The pt elevated fever late on pod 2 and then again on early pod 3. Examination revealed a 6 mm hole in the anastomotic site and the ring fell apart with gentle traction. The colon even a millimeter away from the ring appears healthy on both stumps, mildly edematous from leak. The anastomosis was hand sewn and diverting ileostomy was performed. Six days later, the pt was still with some sepsis, but stable, doing fair and seemed to be improving.

Manufacturer narrative:
This report is submitted on behalf of the MFR and the importer. No corrective or remedial actions were taken due to the following: the ring was not returned to the MFR for evaluation. The production history files however, indicated that the device was released pursuant to the product specifications. No conclusions as to the cause of this event can be withdrawn with the available info. It should be noted that early fever, i.e., pod 2, often represents a surgical technique related issue, at the time of anastomotic creation. Anastomotic leakage is one of the most common complications of colorectal surgeries with both staplers and compression anastomosis devices. The pt is morbidly obese. This is a known risk factor for anastomotic leakage. The current cumulative leak rate found with the use of the car27 device is within the low range reported in the literature for anastomosis devices.